Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the pusher bar bent and the clips did not load properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.